Manufacturer narrative:
The pathway medical jetstream device was returned for eval along with the guidewire. Hemostats were used to remove the guidewire which was observed to have teflon wear marks sporadically along the length. A new guidewire was inserted in the device and met resistance at 1/4in from the distal end. Teflon found in the proximal cap ID was found to be the root cause of the wire stick. The root cause for the perforation could not be determined. Perforation is an inherent risk for the treatment of peripheral artery disease with pathway medical's jetstream g3 system and is listed as a potential adverse event in the IFU. It is important to note the guidewire used in this case is not a compatible accessory and the IFU includes a caution regarding the use of guidewires not listed for use; "use only listed compatible guidewires and introducers with the jetstream g3 system. Use of any supplies not listed as compatible may compromise performance of or damage the jetstream g3 system".

Event description:
The jetstream device, with a spider filter guidewire, was used to treat a lesion below the knee. When the device was being removed from the pt, the wire got stuck in the device and had to be removed altogether. Upon examination, a perforation in one of the tibial vessels was observed. After numerous attempts to gain further info regarding the event, the only add'l notes from the physician were that the pt was doing fine.